Event description:
The customer returned the device to the manufacturer for evaluation. During the device evaluation, no evidence of foam degradation was found. However, an error codes were found in the device logs. The root cause was traced to the proximal flow sensor and control pressure sensor error codes. Although failure of the proximal flow sensor and control pressure sensor may impact the delivery of therapy, there was no patient or user harm reported and there was no patient involvement. No additional investigation necessary at this time. Identification of problems or emerging issues involving the same symptom is accomplished through periodic quality monitoring.